Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to intolerance from the iol. It was stated that the patient experienced blurry vision one day post operatively. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
Additional info: device evaluated by MFR: yes. Visual inspection of the returned sample was performed at 10x microscope magnification. The lens was received cut in two halves. A few loose particles were observed in the optic zone this is compatible with handling the lens outside of the sterile environment. The lens condition is consistent with a lens that has been explanted and is not manufacturing related. Based on the investigation cosmetic defects found in the returned lens are related to explant process. No intraocular lens defect was reported by the customer. A review of the manufacturing records was conducted. Results found the lens was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.